Manufacturer narrative:
As of 12/27/2016 aso has not received unused samples from the consumer. However aso was able to obtain a lot number and performed test for adhesion properties in addition to reviewing test for biocompatibility tests. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. The product is labeled not intended for use on delicate skin.

Event description:
Consumer stated that product ripped the skin off from her underarm.